Event description:
It was reported to philips that the motorized movements were no available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred, and the procedure was completed as planned by manually moving the frontal stand to desired position longitudinally. The philips field service engineer inspect the system onsite and confirm that the system was not able to perform motorized geometry movement. Review of the log files showed geometry hardware related issues. Upon troubleshooting, fse found that slippery drive wheel and rail, and not enough tension on drive wheel to rail longitudinal movement was not possible. To resolve this issue, fse adjusted motor to allow more friction between roller and rail, clean drive rail and rail wheel. After the repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion 7 m20 series equipment must institute a routine user checks program. The responsible organization of the azurion 7 m20 series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.